Manufacturer narrative:
The device was received fully deployed. No irregularities were observed in the data during the priming sequence that would affect the deployment of the needle mechanism. The device delivered 283 pulses total. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. Inspection of the device found no issues that would cause the reported needle mechanism failure. The device generated an 0x14 alarm, indicating that an occlusion was detected. Timeouts were seen in the device data. During the investigation, the device delivered a 5 unit bolus and did not replicate the timeouts or alarm. Insulin was observed to freely exit the distal tip of the soft cannula. The cause of the timeouts and alarm could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod for less than an hour their blood glucose level had rose to over 300 mg/dl. It was reported that upon activation the pods pink slide did not move forward and when the pod was removed the cannula was not visible indicating the cannula had not deployed.